Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the device replacement procedure for the battery performance alert (bpa), externalization was observed on the riata lead under fluoroscopy. The procedure was rescheduled. The following day, the lead was explanted and replaced.

Event description:
New information received notes that the patient tolerated the procedure well and was in stable condition.